Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. A complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and the stylet was able to be fully inserted / removed successfully with no difficulties. X-ray confirmed the stylet was able to be fully inserted / removed. Electrical testing was normal.

Event description:
It was reported that patient presented for a scheduled procedure. During procedure, it was noted that lead could not be advanced into the guidewire. The lead was ultimately not used and replaced with new lead. Patient condition was stable.